Event description:
The hospital reported that the clear plastic curve shape at the tip of the device came apart inside the pt leg during the harvesting procedure. The broken piece was retrieved through the original incision. Qa has interpreted this to mean the dissection tip. A replacement device was used to complete the procedure. There was no pt effect reported.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product. There was no nonconformance, which could have attributed to this failure mode.